Event description:
Consumer complaint of high blood results. Meter memory: 234mg/dl (fasting), 184mg/dl (fasting), 333 mg/dl (evening after eating), 124mg/dl (fasting), 587mg/dl (evening after eating). Caller states normal results should be 120-130 mg/dl fasting. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).